Manufacturer narrative:
The actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection by naked eye of the provided photos did not show any visible defect on the impacted product indicating external blood leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l had external blood leakage from the header which occurred during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.